Manufacturer narrative:
(B)(4). The investigation found the connector exhibited damage on two locations and confirmed the reported issue of black mark and it did not work. Electrical testing confirmed that hipot testing did not pass. DHR review showed that this lot met all requirements at time of shipment. The root cause for this issue could not be determined.

Manufacturer narrative:
(B)(4). The device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the bipolar resection cord did not work. The cord was found to have a black mark on it. Initial evaluation of the incident device found the device failed hipot testing.